Manufacturer narrative:
The device was not returned for evaluation. There was no lot number provided therefore a DHR review could not be completed. Pneumothorax is a known short term complication when a lung biopsy is performed during a transbronchial lung biopsy or CT guided percutaneous biopsy. If additional information is received a follow-up report will be submitted.

Event description:
A patient developed a pneumothorax during a superdimension enb procedure. Patient had a chest tube placed and was admitted to the hospital. If additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
If additional information pertinent to the incident is obtained another follow-up report will be submitted.

Event description:
Patient had a follow up chest x-ray on (B)(6) 2016 which showed no pneumothorax. The chest tube was removed and the patient was discharged to home. If additional information pertinent to the incident is obtained another follow-up report will be submitted.